Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 11/03/2014 with the following findings: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. Visual inspection of the meter found no cosmetic damages. The meter powered up with error 1 message that the investigation was unable to clear and the remaining testing cannot be completed. The reported error 1 issue was duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. Reportedly, patient received error 1 messages while trying to pair the pump and the meter remote. Reporter stated that there was no program changes within the past 5 minutes and the devices were within range. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.